Event description:
Caller reported a cartridge alarm 30 on their pump, which did not adversely affect the customer's blood glucose level. The customer had not experienced an issue during the load process but had previously reported similar alarms with this pump. Technical support arranged for a replacement pump to be sent, ensuring it included updated software, as the customer's current software was not up to date. The customer would continue using their current pump until the replacement arrived. They were provided with instructions to put the pump into storage mode and return it within ten days to avoid charges, which the customer acknowledged. Additionally, the caller understood the necessity of programming settings and connecting their cgm to the replacement pump.